Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons) was confirmed. Upon investigation the front response button was intermittent. The cause for the failure was a missing response button cover allowing damage to internal button switch parts. The root cause of the damaged response button could not be positively identified. No adverse events occurred from the monitor malfunction.

Event description:
A us distributor reported that a patient's monitor response buttons were unable to activate the monitor.